Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer received information from technical support on resetting the pump, which successfully resolved the issue, allowing continued use of the pump. The customer was advised to contact support again if the issue recurs, and they acknowledged and understood this guidance.